Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: vessel trauma requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the original procedure was completed with rotablation and full metal jacket in the entire artery. A few weeks later, in 2009, the artery was inspected under ivus and it was discovered that the stent at the ostium appeared to have caused vessel trauma resulting in hematoma. Another company's balloon was used and then a promus stent was implanted and the vessel appeared to be fine. No additional pt effects were reported. No additional event or pt info is available. You are receiving this MDR report from abbott vascular because, boston scientific corp distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
.